Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06537. It was reported that stent thrombosis, myocardial infarction and chest pain occurred. The patient presented with myocardial infarction. Vascular access was obtained via the radial artery. The 100% stenosed target lesion was located in the non tortuous and moderately calcified right coronary artery (rca). A 6fr jr 3.5 non bsc guide catheter was placed. After a non bsc guide wire crossed the lesion, a 2.5x12mm maverick balloon catheter was advanced for predilation. Then a 3.5x24mm taxus¿ liberté¿ stent was advanced and deployed in the distal rca at 16 atmospheres for 25 seconds. Another 28mm x 3.50mm taxus¿ liberté¿ stent was deployed in the proximal rca in an overlapping fashion at 16 atmospheres for 25 seconds. Post dilation was performed using a 3.5x12 quantum maverick balloon catheter at 18 atmospheres for 25 seconds with good end result. Four days post procedure, the patient complained of severe chest pain and was diagnosed with acute st elevation inferior wall myocardial infarction (iwmi). It was noted that there was an in-stent thrombosis in the ostio-proximal rca. Plain old balloon angioplasty was done multiple times using a 4.0x15 non bsc balloon catheter at 14 atmospheres for 30 seconds with good result. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2014-06537. It was further reported that the 3.5x24mm taxus liberte stent which was implanted in the distal right coronary artery was patent and free of thrombosis. Hospitalization was prolonged after the patient was diagnosed with acute st elevation inferior wall myocardial infarction (iwmi) for further treatment.